Manufacturer narrative:
(B) (4): information is unavailable; device was not returned for evaluation. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that following a cholecystectomy the patient came back experiencing an allergic reaction to the clips. This is all the information available. The following information was obtained: the nurse called and stated that the doctor was going to take the patient back to surgery early next week to remove the clips from the ducts. She stated the patient had multiple allergies to metal's and the clips needed to be removed and the surgeon was going to use ties. They are aware that the clips are titanium. The surgeon was supposed to call the nurse back with additional details, but did not. Called to speak to the nurse, but she was not available; however, the circulating nurse that was in the case answered the phone and was able to provide the following details: she was unaware when the original procedure took place, but the re-operation occurred on (B) (6) 2010. The patient was kept overnight and discharged the next day. The surgeon removed the clips and replaced them with ties. The circulating nurse has not heard of any additional issues with the patient. She indicated she would forward my information to the other nurse to follow up with any further details. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.